Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys htlv-I/ii assay performed within specifications. The investigation confirmed the customer's reactive result with a value of 2.67 coi using the elecsys htlv-I/ii assay. Additional testing with alternative assays, including the murex htlv I+I and innolia htlv I/ii assays, yielded negative results. Single antigen analysis using an in-house method based on the elecsys assay showed reactivity to gp21 but not to p24. The investigation was limited by the unavailability of calibration and quality control data. The root cause was attributed to a single false reactive result, which may occur as the specificity of the elecsys htlv-I/ii assay is less than 100%.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys htlv-I/ii assay. On (B)(6) 2024, the customer obtained a reactive result of 2.98 coi with the elecsys htlv-I/ii assay. Additional testing of the same sample included chemiluminescent immunoassay (clia) for htlv-1, which was negative, and a point-of-care test (poct) from mizuho medy co, which was also negative. No polymerase chain reaction (pcr) results were provided. Subsequent testing at the customer site on the same system confirmed the initial reactive result with values of 3.39 coi and 3.37 coi. Outsourced line immunoassay (lia) testing was negative, with no reactivity observed for p19, p24, gp46, or gp21 antigens.